Manufacturer narrative:
This report is submitted on december 22, 2023.

Event description:
Per the clinic, the patient underwent revision surgery (specific date not reported) to reposition the device due to migration of the electrode array. The implanted device remains.